Event description:
Neonate with a history of congenital diaphragmatic hernia, pulmonary hypoplasia, and tracheal esophageal fistula, in addition to multiple other co-morbidities, had fogarty balloon dilation of tracheal stenosis. The patient was subsequently found to have a tracheal perforation that required resection and repair of the distal trachea and extracorporeal support (ECMO). Despite full support, the patient did not improve and was removed from support and expired 15 days later.